Event description:
It was reported by the rep that the (1) sw100 was used during a laparoscopic nissen fundoplication procedure. It was reported that a piece of the instrument broke and fell from the tip upon deployment of the black lever on top. The knot did deploy upon the second pull of the lever. The case was completed with another device and with no pt consequence. 04/25/2000: add'l info: the tip fell into the pt, but was retrieved.